Event description:
A patient reported blooid glusoce results of "295 mg/dl and 167 mg/dl" with a lifesan meter, performed within 10 minutes of each other. A replacement meter is being sent to the patient.